Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 confirmed in pump history with variable due to software anomaly. No pump error 79 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had pump error alarms. The customer's blood glucose was 95 mg/dl. Customer was unable to clear the alarm. The customer was advised to revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.